Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving fentanyl 2000mcg/ml for a total dose of 700.8mcg/day, dilaudid (hydromorphone) 3.3mg/ml for a total dose of 1.1563, and bupivacaine 13mg/ml for a total dose of 4.555mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported on (B)(6) 2017 a pump refill issue occurred as healthcare professional (hcp) was not able to fill pump completely. Today ((B)(6) 2017) they were only able to fill with 35mls. It was noted hcp used manufacturer refill kit and no air was introduced into the pump. It was noted hcp did not wish to do troubleshooting, but just wanted to report this as it was the facility's fifth time this has happened. No symptoms were reported and no further information was provided. There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4) -difficulty injecting during refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on (B)(6) 2017 reported the patient's weight at time of event was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional on (B)(6) 2017. It was reported that the doctor didn't perform any other troubleshooting other than trying to fill the pump. The cause of the difficulty injecting the pump was unknown; however, the issue resolved. On (B)(6) 2017, the pump was able to be filled with all 40 ml of drug.